Event description:
Information was received indicating that the continuous dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump was incorrectly set at 3.2 mls per hour and it was not known how the setting was changed. Per reporter the program was subsequently decreased to 2.4 mls per hour which was the normal setting. It was reported that the patient was dyskinetic in both lower and upper extremities. To address the dyskinesia, the pump was stopped for a half hour and the dyskinesia "settled." No further adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that the reported issue did not cause or contribute to patient or clinical injury. It was also reported that the event date was (B)(6) 2020. The patient's age was 80 at the time of the event, date of birth: (B)(6) 1939. Patient sex: male, and weight: 125 lbs.

Manufacturer narrative:
Additional information was received indicating patient continues to experience very slight dyskinesia, mainly in left leg. Patient is able to safely mobilize with current duadopa doses and feels further reduction could possibly make mobility worse., corrected data: patient information updated, date of birth: (B)(6) 1944, patient sex: female, no weight was provided.